Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm if the broken parts and the rest of the device being sent back for analysis? Or were the broken portions disposed of? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during a cholecystectomy, when using the pouch to retrieve the gallbladder, it did not work properly. The gallbladder was placed in the pouch and when the physician pulled on the string to cinch the bag, the string pulled out like it was cut in half. The string was in two different piece and both were retrieved from the belly and saved. The bag was also saved along with the inserter. There were no patient consequences.